Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered a message indicating that the universal surgical manipulator (usm) 1 could not complete its self-test. Customer stated they also had a message to undock the patient side cart (psc) and that the cannula was invalid. Despite attempts to resolve the issue through a hard reboot and installing/removing a cannula, the error persisted. The technical support engineer (tse) recommended disabling usm 1, allowing the procedure to proceed with usms 2, 3, and 4. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Error 25741 (usm compute engine (uce) button stuck) confirmed on usm 1. Usm replacement was completed according to procedure to prevent further occurrence. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 25741 error was found indicating port clutch button fault on the unit insertion axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the cannula assembly was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.